Manufacturer narrative:
The suspect device was evaluated by an olympus engineer and the reported problem confirmed; the front panel switches were noted non-functional. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the front panel led lights did not turn off. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the light emitting diodes (leds) of the front panel were continuously glowing due to the faulty front panel. However, the definitive root cause of the faulty front panel could not be determined. Olympus will continue to monitor field performance for this device.